Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp exhibits signs of repeated use and has a fragment from the anterior of the post feature fractured off. Not all pieces were returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause is considered to be a previously addressed design issue. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. The likely condition of the part when it left zimmer biomet control is considered conforming based on the manufacturing review and the extended field life of the device.

Event description:
It was reported that the instrument was found broken after sterilization. The missing piece was not found or recovered.